Event description:
It was reported that a patient with a 21mm 11500a inspiris valve was placed under evaluation for redo aortic valve replacement after an implant duration of three (3) years, nine (9) months due to unknown reasons.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 21mm 11500a inspiris valve was placed under evaluation for redo aortic valve replacement after an implant duration of three (3) years, nine (9) months due to halt and stenosis. The patient presented with nyha class iii. The patient was treated with warfarin and currently being monitored. Per medical records, echo on (B)(6) 2024 showed leaflet thickened. Echo on (B)(6) 2024 and (B)(6) 2025 showed moderate stenosis